Manufacturer narrative:
A follow-up report will be submitted once te investigation is completed.

Event description:
The customer reported that the ventilator won't power on. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Date of report: 28sep2018. Date received by manufacturer: 07/24/2018. The customer declined to provide specific information regarding the repair and parts replaced. No further information was available.